Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records found no recorded anomaly. Concomitant products: pn# 139252 ln# 348530 m2a-magnum 42-50mm tpr insrt-6. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately 7 years post- implantation allegedly due to pain. Legal counsel for patient further reported that during the procedure, metal debris was allegedly found within the joint. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.